Event description:
Information was received on (B)(6)2023 from a patient regarding an implanted pump system for spinal pain indications. Pump drug information was not reported. It was reported that, since a pump replacement in (B)(6) 2021, the patient had been having "issues". The patient's current doctor had no more suggestions to try to alleviate the problems. The patient was looking for a new doctor. Additional information received on (B)(6) 2023 from the patient indicated that, following a pump replacement in (B)(6) 2022 (see regulatory report #3004209178-2022-06988), the patient's lack of pain control and withdrawal symptoms still persisted, along with two post-surgery infections. At the time of this report, the patient was still having the same symptoms, along with redness and pain around the pump. A dye test and a rotor test were done and were "said to be good". This testing was done when the patient was not experiencing symptoms. In regards to circumstances that led to the current issues, it was reported that everything started within 36 hours of the initial pump replacement in (B)(6) 2021 for an expired battery life. At the time of this report, the patient's pain management doctor had no more suggestions other than permanently removing the pump. At the time of this report, the issues were not resolved. It was noted that the patient's managing physician had been kept informed of the patient's current issues. The patient had several visits since (B)(6) 2021. The patient's pump was used to deliver fentanyl.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.